Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to poor threshold that was noted as this brady lead got stuck on the chordae tendineae or tricuspid valve, causing the helix to extend and preventing o retract into the sheath, resulting in entrapment. This brady lead was successfully removed after ten minutes of traction, however, the tissue tore. The patient's blood pressure remained stable. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.